Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, fading serial number and scratched case. The pump was received without original battery cap unable to verify battery cap damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damaged battery cap. The customer's blood glucose level was 4.9 mmol/l at the time of the incident. The customer stated that the brass part of the battery cap came away from the screw apart. The product was returned for analysis.